Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported previously, the patient suffered from strong spasticity and was not able to walk. After the initiation of the intrathecal baclofen (itb) therapy, the patient could then walk and experienced no spasticity. However, an abnormal variability rate, a rate of -41.6%, occurred on (B)(6) 2015. At the refill, the actual residual volume of drug was 9.0 milliliters (ml) and the programmer residual drug volume was 2.6 ml. The outcome at the time of the report was unknown. It was unknown if this was related to the catheter, pump, or procedure but unrelated to the programmer and investigational drug. There was no change observed in the patient's condition at the refill and therefore it was decided to hold over until the next refill at which the variability rate was to be checked again. Pump operability testing, rotor testing, and x-rays were not performed. This device system delivered gabalon. Should additional information be received a supplemental report will be filed.